Event description:
It was reported that the user¿s ilet charging pad appeared not to work until the agent guided the user to try a different power outlet, after which the battery showed charging and the pad¿s green indicator illuminated. Symptoms included no clinical symptoms. Outcomes included no impact to health and no alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed normal device function after outlet change, consistent with a power source issue rather than a charger or pump malfunction. It was concluded that the cause was user environment or setup related.